Event description:
As reported by the user facility: nurse was running prograf on a pump, then hung the next bag. When she hung the next bag, she changed the vtbi which then changed the rate. The bag emptied in 25 minutes. It looks like the nurse changed the minutes to 25 thinking she was changing the volume to 250 ml. I asked the charge nurse to tag it and send it to biomed, but it was not being done when I left the unit.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.